Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer continued using the existing cartridge for insulin therapy. Additionally, the customer experienced resistance while filling a cartridge. Customer changed needle and filled cartridge successfully. Customer¿s blood glucose was 100-107 mg/dl.